Event description:
It was later reported that the patient's old pump delivered compounded baclofen and the new pump delivered lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had stalled and then gone into safe mode unexpectedly. Patient had experienced an increase in spasticity. The pump was replaced. Patient sustained no injury; recovered without sequel. The intrathecal balcofen was identified as lioresal.

Event description:
It was reported that the pump was alarming and telemetry confirmed a critical alarm due to reset-low battery. Per the report, the patient would be admitted and the pump would be replaced. Drug delivered via the device was baclofen 5000mcg/ml. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly; fluid path propellant anomaly; miscellaneous pump well leak tig weld area not sealed. Pump was returned for low battery reset issue. No catheter was returned. An x-ray was taken and was confirmed that this pump was missing propellant. Upon destructive analysis it was also discovered that the tig weld on the inner covered appeared to have a slight leak. The m1 motor wire feed thru was found to be shorted and most likely was the cause of the low battery reset. White crystallized residue was found on the battery wires, if conditions are right, this residue could have cause a temporary short which could cause a reset. The battery was tested in the lab for high resistance and the battery passed testing. A pump tube leak test was attempted but due to the lack of propellant not enough pressure could be built up to perform the test. Due to the lack of significant moisture it was not suspected that the pump tube had a hole.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Catheter model: 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.